Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock on lcd keypad connector noted. No button error alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error frequently. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. Customer also cracks around the insulin pump's screen and reservoir window. The customer agreed to return the insulin pump for analysis.